Event description:
Kerrison broke off at tip during acdf. Tip was found in pt. No pt injury or prolonging of surgery.

Manufacturer narrative:
Eval: the instrument was microscopically checked. The breakage area of the broken foot plate followed a pattern known as "transcrystalline force fracture". The direction of breakage is to the right front. Any hints for a material or mfg issue could not be found. Based on the investigation results, this issue is likely related to handling influences.